Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery. No damage or defect noted to the needle mechanism or the insertion needle (hard cannula) that may cause pain, bleeding or bruising at the infusion site. Although no problems were noted, the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 27.8 mmol/l (>500 mg/dl) after wearing the pod between 4 and 24 hours on the back. The patient bumped the pod into a wall, which caused pain and felt a bruise underneath the skin. The pod was removed, the cannula was noted to be bent and the adhesive pad was found wet. Hyperglycemia treated by patient activating new pod, increasing basal for 2 hours, and bolusing for a meal. The patient's blood glucose and insulin history is as follows: time: 9/1/19 12:30pm, bg (mmol/l): 12, (mg/dl): 216; bolus (u); 1:00pm, 10.1, 181.8; 7:23pm, 20, 360; changed pod 7:31pm, 20.5, 369; 7:56pm, >27.8, >500 14.4; 9:00pm, 9.7, 174.6.